Event description:
The customer reported that the system failed to initialize to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 6800 controller pcb assembly and eeprom were evaluated and identified as requiring replacement. These components were identified as end of life (eol) and were unavailable for replacement. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.